Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer received questionable troponin I stat results for two samples from one patient. The customer ran sample 1 on a cobas e411 analyzer at the site with a result of 0.34 ng/ml (positive). Sample 2 was received for the patient and was tested on the cobas e601 analyzer. The result was <0.30 ng/ml (negative). The customer repeated sample 1 on the cobas e601 with a result of <0.30 ng/ml (negative) and on the cobas e411 with a result of 0.37 ng/ml (positive). Sample 2 was repeated on the cobas e411 analyzer the result was 0.35 ng/ml (positive). The customer also ran both samples on an istat analyzer and it gave positive results. No specific data was provided. The customer then calibrated the cobas e601 and repeated both samples with negative results. No specific data was provided. All of the results were reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 17978401 with an expiration date of 12/31/2015. The field service representative found there was a faulty measuring cell and replaced it. He inspected the instrument and found all mechanical and operational checks passed successfully. Performance testing was successful.